Event description:
It was reported that a death occurred. It was reported that the patient had a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. One day post procedure the patient was due to be discharged. The patient removed her oxygen to go to the lavatory. The patient rested and passed away inside the lavatory. A post mortem transesophageal echocardiogram (tee) was performed and revealed no issue with the watchman device. The physician believed that the patient had tachypnea and was hypoxic due to removing the oxygen which led to cardiac arrest. The official cause of death has not been provided.